Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). Upon medical examination, physician attempted to cycle the device, the issues persisted and it was noticed that the pump felt empty. A surgical procedure was scheduled for replacement. When the procedure was performed, the tubing that connects the pump to one of the cylinders was found to be broken. No additional patient complications were reported and the patient is expected to fully recover.